Event description:
It was discovered during a subacromial decompression that the insulation surrounding the cable of the foot control had broken away leaving exposed live wires. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.